Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon had completed the sleeve with a green reload. The device had been fired nine times. The surgeon went back down on pyloric area to transect more. A gold reload was used and 30% of the staples did not form. The area was over sewed. They continued to use the device to complete the procedure. There was no patient impact. The device will be returned. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was discarded.

Event description:
Based on previously reported adverse events (MFR report #1831750-2010-01872 and 1831750-2010-01873), an eval was performed on all remaining wall saver recliners located at this facility. This eval found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.